Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Information was received reporting a pump replacement. Additional communication confirmed that the pump was replaced because the physician believed it to be at the end of its life. No pump errors were observed and no patient symptoms were alleged.